Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away at home. The cause of death was diabetes related. The caller stated that the customer had diabetes related kidney failure that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death, but was reported as low 3 days before the customer passed. The caller was unsure if the customer was wearing the insulin pump at the time of death. The customer was using sensors. The caller agreed to return the insulin pump for analysis.

Manufacturer narrative:
Unit received with operating currents within spec. Unit passed displacement test, self test and unexpected alarm error test, basic occlusion test, prime test and excessive no delivery test. Unit alarmed motor error during occlusion test. Unable to determine the root cause of motor error alarms due to pump preservation. Unable to perform dat test due to motor error alarms. Unit received with cracked case at the battery tube threads. Unit received with minor scratched display window and case.